Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the cable part twisted, the head of the main body was worn, and the head imaging had cable flooding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The reported phenomenon was not reproduced during the evaluation; therefore, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): e216 error (scope communication error) occurs when communication with the camera head fails. ¿(instruction manual otv-s300 chapter 10 troubleshooting 10.2 troubleshooting guide)¿. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that error display e216 (scope communication error) was observed on the hd 3cmos autoclavable camera head. The intended procedure was for therapeutic treatment, and it is unknown when the issue was found. The intended procedure was delayed slightly for a few minutes to replace the device with another similar device. There was no harm or impact associated with the reported event.